Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak between secondary and primary tubing during an infusion of irinotecan. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
Concomitant products: 250ml bag of 5% dextrose; 500ml bag of irinotecan 203mg/500ml; therapy date (B)(6) 2015. The customer¿s report of a leak between the secondary and primary tubing was not confirmed. Functional and pressurized testing was not able to replicate the complaint. The root cause of a leak between the secondary and primary tubing was not identified.

Event description:
The customer reported a leak between secondary and primary tubing during an infusion of irinotecan 203 mg in 500ml of 5% dextrose, intended rate was 333.3ml /hr over 90 minutes.